Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was reported that the patient has pain, stiffness, bone injury and hemorthrosis. There was no revision reported. Doi: (B)(6) 2009 - dor: not reported (right hip).